Event description:
The new covidien endo catch gold auto suture specimen retrieval pouch 10mm (lot# j2d2276my) broke during doctor's robotic radical prostatectomy while he was pulling on the bag and trying to retrieve the specimen. This is a replacement for our previous 10mm endo cath. Doctor reported that this was his third endo catch bag that had broken since we had switched over to the new endo catch bags. The other two endo catch bags that had broken occurred few days ago. Doctor says that when the endo catch bags breaks, it causes him to make a larger incision to retrieve the specimen and causes cancerous tissue to come in contact with non-cancerous tissue.